Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneously high ise (ion-selective electrode) results were generated on one patient sample when run on cell 1 of the au5800 clinical chemistry analyzer. When repeated on cell 2, results were 3 times lower. The erroneous patient results were not reported out of the laboratory. Patient treatment was not impacted. Quality control (qc) was within their established range before the event.